Manufacturer narrative:
(B)(4) 2013. An analysis from the manufacturer is pending.

Event description:
According to paperwork received with the device on (B)(6)2013, this patient's device and lead were removed on (B)(6) 2013, after approximately five months of implantation due to infection. No other information is available.

Manufacturer narrative:
(B)(4) 2013 - an analysis from the manufacturer is pending. (B)(4) 2013 - (B)(4).

Event description:
According to paperwork received with the device on 8/13/2013, this patient's device and lead were removed on (B)(6) 2013 after approximately five months of implantation due to infection. No other information is available.